Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the customer received pump error 43 (an error in the motor was detected by reading an unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed and the customer was able to clear the alarm and unable to rewind the pump. No harm requiring medical intervention was reported. Mmt-1712k was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The pump was monitored and no pump error 43 alarm noted. Successfully downloaded history files and traces using thus. In further review of the formatted history file 2 days prior to the event date of 04-mar-2025, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 03/04/2025 13:03:57.000 to 03/04/2025 07:08:45.000. 03/04/2025 12:57:20.000 to 03/04/2025 12:59:12.000. 03/04/2025 13:03:20.000. Failed battery alert/battery failed alarm was found on: 03/04/2025 06:59:21.000 to 03/04/2025 06:59:50.000. 03/04/2025 07:00:06.000, 03/04/2025 07:01:09.000. Power loss alarm was found on: 03/04/2025 12:57:59.000, 03/04/2025 12:58:10.000, 03/04/2025 12:59:58.000. 03/04/2025 13:00:09.000, 03/04/2025 13:03:46.000, 03/04/2025 13:03:57.000. Pump error 23 alarm was found on: 03/04/2025 12:57:45.000, 03/04/2025 12:59:26.000. 03/04/2025 13:03:33.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and power loss alarm were expected. The behavior was expected since the user removed aa battery and pressed back key for > 8 sec - this disconnects backup battery and pump looses power. No unexpected failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. Pump error 43 alarm was found on: 03/04/2025 06:59:04.000. 03/04/2025 07:06:24.000, 03/04/2025 07:06:46.000. 03/04/2025 07:08:03.000, 03/04/2025 07:17:21.000. 03/04/2025 07:18:10.000, 03/04/2025 07:18:37.000. 03/04/2025 10:03:48.000, 03/04/2025 10:04:14.000. 03/04/2025 12:09:52.000, 03/04/2025 12:10:14.000, 03/04/2025 12:10:41.000. Pump error 43 alarm was confirmed according in the formatted history file, suspected on hw. Pump error 130 alarm was found on: 03/04/2025 12:07:26.000. Pump error 130 alarm was confirmed according in the formatted history file, problem isolated on the motor assembly. The pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. The pump passed all the required testing. However, pump error 43 alarm and pump error 130 alarm were confirmed according in the formatted history file due to corrosion on the pcba 1, pcba 2 and motor assembly noted. During visual inspection, corrosion was found on the force sensor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.